Manufacturer narrative:
Upon reassessment of the reported event, it was determined to not be reportable as this device is a competitor product. The initial report was submitted in error and should be voided.

Manufacturer narrative:
This follow up report is being filed to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found to the reported event. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 4 mdrs filed for the same patient (reference 1822565-2017-01428 / 01429 & 2648920-2017-00145 / 00146).

Event description:
Patient underwent right hip revision procedure 21 days post-implantation due to infection.